Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the hospital emergency room with red heart alarms. It was noted that pump power readings were in the 30 watt range and the pump was "starting and stopping". The patient's international normalized ratio (inr) was 1.6 and the patient reportedly did not comply with prescribed inr follow-up periods. The patient¿s pump was subsequently exchange and thrombus was noted throughout the pump circuit from the inflow, through the pump, and into the outflow. The patient is recovering in the intensive care unit.

Manufacturer narrative:
Thrombus attributed to a low flow event was confirmed through the evaluation of the returned pump. Examination of the pump upon disassembly revealed depositions of denatured, clotted blood throughout the sealed inflow and sealed outflow conduits. Similar depositions of denatured, clotted blood were also found within the pump along the rotor body and completely occluding the inlet and outlet stators. The hard areas of these depositions as well as the contact marks observed at the proximal and distal ends of the rotor body indicated that these depositions were present while the pump was supporting the patient. Although the origin of these depositions and the duration for which they were present within the pump could not conclusively be determined, these depositions would have caused resistance on the spinning rotor, resulting in the reported power elevations. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: active vad "red broken heart alarms." Pt in distress with c/o severe abdominal pain, chest pain, and sob. Pt states "feels like a burning in my chest." Emergent pump exchange additional information also included indicated that the patient expired on (B)(6) 2015. Primary cause of death was multisystem organ failure (msof). Device function normal: yes.

Manufacturer narrative:
Approximate age of device: one year and 10 months. The device is expected to return but has not been received. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.